Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 8atm when inflated for 5 seconds. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.